Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer septal occluder was selected for implant using a 8f treviso delivery system (ds). During the procedure, while the device was being deployed, the device presented in a cobra deformation. The device wasn't implanted and a 26mm amplatzer septal occluder was implanted using a 10f treviso ds. The larger size allowed the closure of two asds that were present. There was no angulation or kink noted in the delivery system or interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer septal occluder was selected for implant using a 8f treviso delivery system (ds). During the procedure, while the device was being deployed, the device presented in a cobra deformation. The device wasn't implanted and a 26mm amplatzer septal occluder was implanted using a 10f treviso ds. The larger size allowed the closure of two asds that were present. There was no angulation or kink noted in the delivery system or interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from the field indicated that there was no angulation or kink noted in the delivery system or interactions with cardiac structures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Please note that per the instructions for use, the recommended size delivery system for use with a 16 mm septal occluder is an 7f. A 8f sheath was used to deliver the device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.